Manufacturer narrative:
Results of investigation: the failure analysis lab evaluated the suspect exhalation valve where the reported issue of being hard to remove was reproduced and found to be intermittently failing. The root cause of this issue has yet to be identified. In the event additional information is received a follow-up report will be submitted.

Manufacturer narrative:
Results of investigation: the carefusion field service representative evaluated the unit and found that the exhalation valve body was very difficult to remove from the unit. After replacing the exhalation valve body and the main board the unit was tested and meets all manufacturer specifications. The main printed circuit board and exhalation valve were received in the carefusion failure analysis lab. The main printed circuit board was powered on and multiple transducer logs were noted. The transducer calibration was performed with no anomalies. The exhalation valve was installed into the test unit and the failure of auto-cycling was immediately reproduced. The failure was isolated to the exhalation valve causing the unit to auto-cycle. (B)(4).

Event description:
The customer stated that while on a patient the unit started to auto cycle. The patient was switched to a different ventilator and there was no harm.